Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a (B)(6) year-old male patient via v-p shunt on (B)(6) 2021 with setting 4. The patient developed headache and valve obstruction was suspected. Shunt contrast was performed on (B)(6) 2021 and obstruction in the abdominal side was observed. The valve was removed on (B)(6) 2021, and have not been replaced. The symptoms improved after removal.

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 828804 with lot 5679716 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.